Manufacturer narrative:
Product complaint # (B)(4). Investigation summary : no device associated with this report was received for examination. Photographs of the explanted devices have been provided for review. It was possible to confirm the liner and acetabular cup was removed while yet assembled. Patient bodily fluids are present on the outer surfaces of the devices. No further product / lot information could be obtained using the photographs. Nothing indicative of a product problem was identified. The information received will be retained for potential series investigations if triggered by trend analysis or other events within the quality system. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed, and the investigation will be re-opened as necessary. Device history lot : a device history record (mre) review, was not possible because the required lot code was not provided.

Manufacturer narrative:
Product complaint # (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that the patient came to doctor with left hip pain. Doctor checked metal ion at 13 and deemed patient need revised. Patient revised metal liner was not extracted separately from the cup. Patient cup was "way vertical" and revised to competitor cup and ts head. Explant were not separated and sent off for legal handling. Doi: 2009, dor: (B)(6) 2021, affected side: left hip.